Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient developed bruising, skin irritation, and swelling underneath her breasts. The patient's physician prescribed an antibiotic and cortisone. The medication began to heal the injury. The patient's physician eventually recommended that the patient end use of the lifevest.